Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.